Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that tip detachment occurred. The target lesion was located in the obtuse marginal (om) branch. After fractional flow reserve (ffr) was performed in the left circumflex artery (lcx), the ffr wire was removed and was replaced with non-bsc guidewire. A 185cm kinetix¿ plus guide wire was then crossed to the om branch. Predilatation was performed and a stent was deployed. Upon removal of the stent delivery system and guide wires back into the guide catheter, it was noted that approximately 4cm of the distal tip of the kinetix¿ plus guide wire was still in the om branch. Multiple attempts to rewire the om branch were done to retrieve the distal tip without success. Angiography was performed and the patient was then transferred to the cath postop recovery. The patient was asymptomatic. The patient felt without any pain or discomfort. The physician then spoke with the patient and family regarding the event. No additional procedure or intervention was done to retrieve the retained tip inside the patient's body. Patient was discharged home and the patient¿s status was stable.